Event description:
A peritoneal dialysis patient reported that they were unable to connect to the first connector on the dialysis set. There was no report of patient injury. The patient has companion samples to send for an evaluation.